Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Caused me to gag [retching]. Front round toothbrush section broke off in mouth causing me to gag as I nearly swallowed it [injury associated with device]. Front round toothbrush section broke off in mouth [device breakage]. Case description: a female consumer of unspecified age reported while brushing her teeth with a braun oral-b electric toothbrush, the front round toothbrush section of the oral-b dualaction brushhead broke off in her mouth, caused her to gag and she nearly swallowed it. Treatment details: unknown, none reported. The case outcome was recovered. No further information was provided.